Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the guidewire tip broke inside the patient's kidney. The physician placed a stent and completed the procedure. Reportedly, the portion that broke was retrieved a couple of days later (exact date is unknown). There were no patient complications reported as a result of this event. Additional information received on 14oct2019: reportedly, the distal tip corewire end of the sensor wire completely detached and broke off inside the patient;s kidney. The wire was used during a laser procedure. Procedure was completed by stenting with a polaris stent. The patient was brought back a week later to remove the broken corewire tip. It was retrieved via ureteroscopy along with a grasping device from interventional radiology.

Manufacturer narrative:
Block h6 (patient codes): problem code 3191 captures the reportable event that the patient had a secondary procedure to retrieve the broken tip. Block h6 (device codes): problem code 1069 captures the reportable event of core wire break. Block h6 (evaluation conclusion codes): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The analysis of the returned device revealed that the coil wire was broken. Additionally, the corewire was blackened at the section where it was broken at 142.5 cm from the proximal end. The complaint was consistent with the reported incident corewire broken. Based on the complaint information the issue was noted during the procedure. During product analysis it was possible to observed that the coil wire was broken, and the core wire was blackened at the section where it was broken. It is known that the use of the laser can generate fractures on the sensor guidewire; therefore, it is the most likely that the interaction between the sensor wire and the laser during the ureteroscopy procedure could have caused the failure noted (wire broken and blackened). The unit was sent to mtac laboratory for further analysis of the broken areas and it was presented evidence of melting and a final tension overload for the corewire with transferred material between sensor formed coil and corewire. Sensor formed coil presented a diagonal area with evidence of melted corewire. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomalies were found. (B)(4).

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the guidewire tip broke inside the patient's kidney. The physician placed a stent and completed the procedure. Reportedly, the portion that broke was retrieved a couple of days later (exact date is unknown.) There were no patient complications reported as a result of this event. Additional information received on 14oct2019: reportedly, the distal tip corewire end of the sensor wire completely detached and broke off inside the patients kidney. The wire was used during a laser procedure. Procedure was completed by stenting with a polaris stent. The patient was brought back a week later to remove the broken corewire tip. It was retrieved via ureteroscopy along with a grasping device from interventional radiology.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the guidewire tip broke inside the patient's kidney. The physician placed a stent and completed the procedure. Reportedly, the portion that broke was retrieved a couple of days later (exact date is unknown.) There were no patient complications reported as a result of this event.